Event description:
It was reported that the patient presented to the emergency department with a low heart rate and was syncopal. Two weeks earlier the right ventricular (rv) lead exhibited high thresholds, no capture, fracture, high impedance, oversensing and noise. There had been an impedance alert the month prior. An x-ray was planned to determine further action. When the patient presented to the emergency department it was also noted that the rv lead had unstable thresholds and intermittent capture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.